Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08938. It was reported that stent thrombosis occurred. The target lesion was located in the long left anterior descending (lad) artery. Two synergy stents were implanted in the lesion. The procedure was completed and the patient was given angiomax and effient and was sent to cardiac care unit (ccu). No more than 30 minutes later, the patient was noted to have chest pain and st elevation. The patient was then brought back into the cardiac cath lab and it was noted that the lad was completely occluded. Balloon pump was done. No further patient complications were reported.